Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 13 years due to prosthetic aortic valve stenosis and regurgitation with calcification. Per the op report, this patient presented with structural degeneration of his prosthetic valve. Operative findings: the prosthetic aortic valve was well incorporated and two of the leaflets were immobile and all were heavily calcified and had obviously degenerated. There was no evidence of aortic valve vegetation and the bioprosthetic valve was well seated, with no abscess or fibrinous debris on it. A new edwards bioprosthetic valve was implanted, and once of cardiopulmonary bypass, there was good function of the new valve with no paravalvular leak or significant gradient. Patient left the operating room in good condition. Of note, the surgeon also indicated that there was no malfunction of the explanted edwards valve.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted valve was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the heavily calcified valve likely caused the patient's stenosis and regurgitation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.